Event description:
In 1982 rptr had chronic fatigue, burning feet, difficulty breathing, irregular heartbeat and migraine headaches. She went to see a heart/lung specialist who found prolapsed mitral valve. In 1987 she had "cf", irregular breathing, headaches, etc. She was seen by dr with end result being septoplasty, "smr," etc. She had no relief from this surgery. Also, the dr said her breasts had hardened and they were, and are, always painful. He suggested surgery to loosen the area. She declined because her insurance would not cover the surgery. At least six other drs have been seen for chronic fatigue, insomnia, muscle aches, headaches, migraine, burning feet, numbness and coldness in hands and feet, memory loss and hardened, uncomfortable breasts. Also she breaks out in rashes and in the past 2 yrs has begun to lose hair. In addition she has had nose bleeds prior to 1987 and now finds blood in nose constantly. Event date: 2/18/76.